Event description:
Doctor noticed some bleeding from the artery after using ml clip 1122 lot 00169964. Operation was cholecystectomy. Several clips were used and the same problem was noticed.

Manufacturer narrative:
The device is currently being sent back to microline surgical, inc. For investigation. It is important to note that this device is part of a system, in which device #1122, m/l-10 clip cartridges was used with the clip applier. Both devices are to be returned and investigated. A request has also been sent to kebomed to collect more information from the hospital where the event occured.